Manufacturer narrative:
Investigation results completed on a smith medical cadd legacy 6400 pump. Upon visual inspection, a scratch noted on screen. Event log did not reveal or verify complaint of " douple beeping no cassettte." However ,the evaluation and testing did verify complaint when powered on. The event is isolated to dso ( downstream sensor) . Actions and repairs completed and device passed all functional and delivery testing. Unknown what caused event.

Event description:
Investigation results complete done a smith medical cadd legacy 6400 pump. Cover page updated and post investigation code added.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep no cassette." No adverse effects were reported.